Event description:
The reporter indicated that the patient presented with his pacemaker in the back-up mode. The device was successfully reset to nominal (ddd mode). The reporter also stated that the cause of back-up reversion may be related to a recent dermatological procedure of having a mole removed from the patient's hand. During the pacemaker followup, the reporter was able to reproduce back-up twice by performing a ventricular amplitude threshold test.